Manufacturer narrative:
A ge service representative performed an on site investigation. The usb board was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the touch screen on the 9900 system would not work. No pt injury was reported.